Event description:
It was reported the patient is experiencing pain at the ipg site. It was also reported the patient has to charge her ipg more frequently due to the age of the device. The patient is to consult with the physician regarding surgical intervention as the next course of action. The event date is unknown.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced.

Manufacturer narrative:
Recall: 1627487-07262012-002-r; 1627487-12192011-003-r this ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.